Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screwdriver attachment came completely apart and was not useable.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the pin component disassembled from the swivel component. A previous investigation found the root cause is attributed to product design; the design allows a clearance fit where the pin could be removed or dislodged during use. No corrective action taken at this time. Complaints will be monitored under post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Screwdriver attachment came completely apart and was not useable.